Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's battery "shorted" in the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer was contacted to see if more information was available regarding the malfunction, however, our attempts were unsuccessful. The battery used at the time of the reported incident was not returned to zoll for evaluation as part of this investigation. It is noteworthy to mention that there was no observed damage to the device housing or battery well. The device was recertified and returned to the customer. No trend is associated with reports of this type.